Event description:
During a customer visit in (B)(6) 2019, it was reported that on an unknown date, a trifecta valve (unk size/sn) was implanted and it was explanted at an unknown point in time. Per report, the hospital did not retain the product. Additional information has been requested.

Manufacturer narrative:
The reported event of valvular explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a customer visit in january 2019, it was reported that on an unknown date, a trifecta valve (unk size/sn) was implanted and it was explanted at an unknown point in time. Per report, the hospital did not retain the product. Additional information has been requested, but was unavailable.